Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated the clamp on the patient line was close during prime and the patient line did not properly prime. The technical service representative (tsr) had the hp cycle power. The tsr instructed the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient line not being properly primed before the patient connected is a known cause of air being introduced into the set up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device, which is shipped with every homechoice device. Section ¿perform therapy¿ informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Section ¿warnings and cautions¿ warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Section ¿perform therapy¿ instructs the user to verify that the patient line is properly primed. Section ¿troubleshooting¿ provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.